Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed as aptaca is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd aptaca urine cup 60 ml there was leakage and urine pooling in the stopper well. The following information was provided by the initial reporter: leakage problems on the urine bottles, reference (B)(4), either at the level of the screw thread.

Event description:
It was reported that during use with the bd aptaca urine cup 60 ml there was leakage and urine pooling in the stopper well. The following information was provided by the initial reporter: leakage problems on the urine bottles, reference 364931, either at the level of the screw thread.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Bd is not responsible for complaint in investigation and reporting of this product. The complaint details have been forwarded to the supplier, aptaca.